Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure a stent fracture occurred. The pt presented to the index procedure with unstable angina. The index procedure treated a lesion in the 1st obtuse marginal (om1). The lesion was 3.0 mm wide, 20 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 3.0 x 24 mm express2 bare metal stent. Residual stenosis was 20%. Post procedure, the pt was noted to have shortness of breath, chest pain and myocardial infarction. The mi did not meet study criteria, per the clinical events committee. The pt was discharged 2 days later on aspirin and plavix. The study core lab reviewed angiographic data (dated 35 days after the index procedure) for this pt in 2007. This review identified that a stent fracture. The fracture type was identified as a type 3 stent fracture (complete transverse stent fracture without displacement between the two components >1 mm). Pt status is unk. Add'l info has been requested.